Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to find objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
The machine had a leak from the bicarbonate pump outlet hose due to it being broken. The glass bulb of the blood leak sensor was checked while it was clean, and the conductivity cell had changed. The outlet house of the bicarbonate pump was repaired, and the machine was cleaned. The temperature and conductivity were calibrated, the machine operation in dialysis mode was checked, and the machine was disinfected. The machine was confirmed to be working correctly upon completion of the repair. There was patient involvement and blood loss due to this event, as reported by fresenius mexico.

Event description:
The machine had a leak from the bicarbonate pump outlet hose due to it being broken. The glass bulb of the blood leak sensor was checked while it was clean, and the conductivity cell had changed. The outlet house of the bicarbonate pump was repaired, and the machine was cleaned. The temperature and conductivity were calibrated, the machine operation in dialysis mode was checked, and the machine was disinfected. The machine was confirmed to be working correctly upon completion of the repair. There was patient involvement and blood loss due to this event, as reported by fresenius mexico.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a 2008k2 hemodialysis (hd) machine had blood loss during a patient¿s treatment. There was patient involvement and blood loss reported. This was received from fresenius mexico. Additional information was requested, however, the initial reporter stated that no further information could be provided for the reported event. The patient¿s estimated blood loss (ebl) could not be provided. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. The complaint device is not available for return for physical evaluation by the manufacturer.